Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2021-05119. It was reported the patient presented with vegetation on their right ventricular lead via an echocardiogram. The dual chamber implantable cardioverter defibrillator system was explanted. The patient was recovering post-procedure.